Event description:
Additional information was requested on 10/11/2011, 10/17/2011, 11/8/2011 and 11/16/2011 and the surgeon has not provided any response.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a left colectomy procedure, the surgeon had no difficulty during the use of the device. There was no resistance and he did not hear any unusual noise while firing the stapler. Six days after surgery, on (B)(6), fistula(s) appeared on the anastomotic sutures (confirmed by CT). There was no re-intervention after confirmation of the diagnosis by scan. The patient received a medical treatment and went home. There were no adverse consequences for the patient. One device discarded.